Event description:
Doctor attempted to use the resolution wire to cross an anastomosis that was characterized as "tight and tortuous." The wire was observed as motionless while the generator was running. Upon withdrawing the wire the tip was seen to remain in the graft. The doctor retrieved the wire segment through cutting down the graft. No pt complications were reported.